Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A recent cta showed that the right limb was compressed. The physician stated the cause of the compression is due to chronic thrombus or chronic dissection. The limb measures 10mm in diameter whereas the native vessel measures 19.5mm. The patient will be monitored. No clinical sequelae were reported.

Manufacturer narrative:
Review of several still post-implant angio images showed that the distal end of the right contra limb appeared compressed. No measurement scale was visible on the images. Angio injection within the right iliac and contra limb revealed that the flow lumen within the 1st and 2nd most distal stents were approximately 50% of the stent graft lumen diameter proximal to the compression. The limb was essentially straight, there were no visible kinks, and no other areas of occlusion were observed. The second image (assumed post-ballooning) showed that the flow lumen diameter had increased, the stent graft had totally expanded, and the lumen diameter was now similar to the vessel diameter distal to the stent graft. No other stent graft issues were seen. The exact cause of the limb compression could not be determined from these limited images provided. Pre-implant and post-implant CT¿s were not available, and ang io images during implant were also not provided. It appears that this was most likely due to limb placement within the pre-existing thrombosed or dissected right iliac limb, and the event resolved following ballooning.

Event description:
Additional information was received for this case. The physician performed an intervention where another manufacturer's balloons were used and the limb compression was resolved. The patient is doing fine post procedure.